Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient usually had their stimulation intensity between 3-5. The patient noticed stimulation felt much stronger than it had ever been. The patient noticed about a month ago, they then confirmed it was last month. The patient had to turn stim down and use it between 1-3. Then probably 1.5 weeks ago the patient walking and stimulation was out of control. The patient could not even walk because it was vibrating so much. Yesterday, the patient spoke with their manufacturer representative who helped them turn adaptive stim off.  The patient stated that did not resolve the issue. The patient went to bed and it was vibrating the same as when the patient sat. The patient was on 1 and it was vibrating like crazy. The patient had not check their intensity with the controller to see if it had changed on its own. The patient stated they usually used group c because stim went into lower back. The patient tried other groups. All groups felt so different that it was hard to tell if the above problem was related to a specific group. The patient stated they were going to play with their groups more. The patient had no falls/trauma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. It was reported that the cause was not determined, but the manufacturer representative (rep) wanted the patient to turn it off. They took the battery out. They also turned off adaptive stim for a few days. The patient said it hasn't caused them problems since.